Event description:
The reporter stated the surgeon inserted an aq2003v silicone three piece lens and the surgeon was not able to get the lens into position properly in the chamber. The incision was enlarged to remove the lens and another lens was implanted into the sulcus. Sutures were required to close the incision.

Manufacturer narrative:
(B)(4): (not able to get lens into position properly in the chamber). Evaluation results: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid and there was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation. (B)(4).